Event description:
The pt's wife reported the pt rec'd an e4 (occlusion) message on his insulin infusion device. She stated the pt is wheelchair bound. The pt was instructed to disconnect from his infusion device and bolus 5 units of insulin through his infusion set tubing which went through without error. The pt was then instructed to remove his infusion headset from his hip and examine it. The pt's wife stated the cannula was bent. The pt was sent an insertion device aid. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.